Event description:
Healthcare professional reported that the valve was abandoned during implant when trans-esphageal echo showed severe aortic stenosis. The surgeon enlarged the pts aortic root to implant the freestyle valve which surgeon replaced with a 23 mm carbomedics mechanical valve. Surgeon oversized the valve and distorted the annulus during implant. Pt is 41 years old. A st. Jude mechanical valve was removed to implant the freestyle valve. The valve will not be returned for analysis.